Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: suspected cable breakage, connector cracked. Based on the results of the investigation, the customer¿s allegation was reproduced, a root cause could not be identified. The most probable cause of this complaint is expected or random component failure. Regarding the newly identified malfunctions, it is likely the cause was also traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 facility name= (B)(6) medical center. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a cable disconnection. The event occurred during maintenance. There were no reports of patient involvement.